Event description:
It was reported that the ilet bionic pancreas stopped dosing when the user¿s cgm sensor expired, after which the system entered bg run mode and the user required manual blood glucose entries; the user contacted support for assistance pairing a new g7 sensor, completed pairing, and was informed about warmup and bg run mode use. Symptoms included no reported clinical symptoms despite a fingerstick glucose of 327 mg/dl. Outcomes included continuation of therapy in bg run mode with manual correction enabled and successful transition to a new cgm sensor after warmup instructions. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that dosing cessation was consistent with expected device behavior when cgm data are unavailable and that user understanding of dosing status initially required education. It was concluded that the device performed as designed and that the event was related to sensor expiration and the need for appropriate bg run mode use and cgm re-pairing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.